Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 540 mg/dl. The customer stated that the cause of the high blood glucose was a bent cannula under the adhesive. The customer also stated that the infusion set was coming out of his body. The customer expressed feeling hot, tiredness and fatigue as symptoms of his high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.